Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the cause of the issues with charging their implantable neurostimulator (ins) was not determined. It was believed to be ins location. However, during pocket revision, physician plans to replace ins and send into manufacturer for evaluation. When asked about the actions/interventions were taken to resolve the issues with charging their implantable neurostimulator, the patient support has this information. They replaced multiple pieces of patients equipment. They did not have any other meetings with them other than on 3/10 when they reported issue. The issues with charging their implantable neurostimulator (ins) has not been resolved after the replacement of the controller. The plan was to revise ins pocket and replace ins. Physician has not yet scheduled this. They got a chance to check the findings/results of the x-ray done to the patient's implant site. The rep confirmed no noticeable defect / change in leads or generator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative via a patient(pt) regarding an external device. Caller noted the pt had called previously, see previous case. The reason for call was caller states the patient is unable to charge their implanted neurostimulator because the controller will not hold a charge. Caller states the issue started a couple months ago. The controller is plugged into the ac power supply and the green light is displaying, but when the patient unplugs it, the controller displays message indicating the controller battery is too low to charge implantable neurostimulator (ins). Technical service specialist had caller check for damage to controller battery contacts and battery pack contacts, but no visible damage. The issue was not resolved through troubleshooting. Agent sent request to repair to replace the li battery. Patient called back and reported they had received the replacement battery pack, but their charging issues with the ins were still ongoing. Patient repeated information from the previous case. Patient repeated that their battery and recharger had been replaced; however, they continue being presented with 'no device found' and when they enter passive recharge mode they're getting connectivity numbers as high as the 70's, but then will suddenly change to 'poor recharge quality' over and over. Agent reviewed information about passive recharge mode and suggested allowing it to run through 3 cycles of 10 minute charging periods. Patient stated they have been doing this over and over and over, but still can't progress to the regular batteries screen. Patient was extremely frustrated and interjecting over the agent. Patient went on to explain the com munications they've had between their doctors and representative(rep)s, and an x-ray had been done of the implantable neurostimulator (ins)site; however, no one had gone over the images or any findings with them yet. The last rep the patient met with used their equipment to discover their implantable neurostimulator (ins) had been at 30% and then sent them home to charge the ins further; now they are stuck with the constant poor connection and inability to get through passive recharge mode. Agent reviewed replacement components don't seem to be impacting the issue, and they should have this looked into further in person, with a rep and their healthcare provider (hcp), as it may be an issue with the implant itself and cannot be resolved over the phone. Patient was still frustrated, because they had been told to call manufacturer to report this update. Patient stated they would follow up with reps/healthcare provider (hcp). Agent additionally tried to review best practices for positioning of recharger paddle, which patient interrupted to say they were doing it correctly. Caller reports patient had her li ion and recharger telemetry module (rtm) replaced. Caller continues to not be able to charge her implant. Caller reports patient started with 80% charged on her controller, was able to see excellent/ good coupling, but than went to unable to charge. Caller reports patient is not using a recharging belt, but holds/lean the rtm while charging. Caller reports the ins got 0 charged level and the controller has depleted within the 30 minutes of attempting to charge. Caller reports she can feel the ins is deeper and hard to get a good connection. Caller reports patient had a fall about 6-8 weeks ago, but had been having charging issue before the fall. Suggest caller to use a recharging belt. Caller reports physician is planning on revising the ins pocket, but caller wants patient to have the controller replaced before the revision to rule out external components. Caller reports patient is being evicted on 3/12, currently have no address. Patient will call back to provide an address for replacement controller. Patient called back and repeated previously documented information. Patient called in to provide shipping address for sending replacement controller. Agent sent a request to repair for controller replacement. Agent closed the case. Agent called services to update the controller model number.